Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with wireless telemetry.

Manufacturer narrative:
Product event summary - observations state: wireless telemetry no longer available with this device.

Event description:
It was further noted that wireless telemetry is no longer available with this device. The device remains in use.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the wireless telemetry issue was caused by a power on reset. The device remains in use.

Event description:
It was reported that an interrogation of the implantable cardioverter defibrillator (ICD) device displayed a message stating "wireless telemetry unavailable." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.